Event description:
Per the clinic, the patient experienced a wound dehiscence in (B)(6) 2020. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.